Manufacturer narrative:
Additional information: upon further review, it was noted that the information provided in the initial MDR should be updated. Therefore, this supplemental filing is to update the following fields per new information received: section b3 - date of event: (B)(6) 2021. Section b5 - describe event or problem: a mark was observed on the lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown/ not provided. Initial reporter phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), model dcb00, was damaged. There was no patient contact with the product. No further information provided.